Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient was experiencing pain in the right hip so the surgeon revised. The surgeon had suspected a subsided stem via review of x-ray which was confirmed intraoperatively. No further information will be made available to the sales rep from the hospital.